Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient received alarms on the power module while getting ready to go to bed. The patient slumped over and then fell out of bed landing face down; hitting his head. Emergency medical services (ems) arrived and connected the patient to battery power resolving the alarms the patient is apneic and unresponsive; therefore, was taken to the emergency dept. The patient was placed back on the power module with good flow but was now intubated. The patient was placed back on batteries while a computed tomography (CT) scan was performed. When the patient was brought to the room and reconnected to the power module, there were no lights on power module or the battery charger; therefore, the patient continued on battery power. The power module was alarming which was then silenced. The patient was transported to the implanting center. The patient was connected to hospital equipment and currently the pump is working fine. The power module has a yellow power light and a yellow wrench lit up when the power module was plugged in, the yellow wrench went out but the power light continued to stay on.

Manufacturer narrative:
Usage of the device: the usage of the returned power module; mfg date september 2009) is not known to the manufacturer as the power module is not labeled for single use. The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.